Event description:
It was reported that prior to the start (pre-anesthesia) of a da Vinci-assisted surgical procedure, the Monopolar Curved Scissors (MCS) Tip Cover accessory was damaged on the clear end, the grey section of the scissors.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: The damage was observed on the MCS instrument on the clear tip where the MCS Tip Cover Accessory applies but when the initial reporter found the MCS instrument, the MCS Tip Cover Accessory was removed, and the MCS instrument decontaminated (not sure the MCS Tip Cover Accessory was damaged).

Manufacturer narrative:
ISI has not received the MCS Tip Cover Accessory associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.